Event description:
Partial chemo distributed to patient. Partial chemo spill due to faulty pre primed chemo tubing. Spill of chemo went unnoticed by patient and rns as it occurred due to faulty white connection piece from pharmacy and was entirely contained in trashcan below pump. Appropriate precautions taken to clean up with chemo spill kit per protocol. Product# 2r8875, lot: (10) r25b22116, exp:2027-02-23. No patient or staff harm.